Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of customer reports error code 260.4130 on their 8100. Technical support resolution bottle side pressure sensor: 1. Customer stated they replace mechanism assembly. 2. Informed customer the pressure sensor harness may be connected incorrectly. 3. After removing case and inspecting, that was the case. 4. Corrected orientation of the pressure sensor harness. 5. Fault cleared. 6. Recommended performing preventative maintenance. 7. Ended call. Serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support resolution bottle side pressure sensor: 1. Customer stated they replace mechanism assembly. 2. Informed customer the pressure sensor harness may be connected incorrectly. 3. After removing case and inspecting, that was the case. 4. Corrected orientation of the pressure sensor harness. 5. Fault cleared. 6. Recommended performing preventative maintenance. 7. Ended call. Pressure sensor - bottle side : a bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was confirmed. H3 other text : no product returned.

Event description:
The customer reported error code 260.4130 on their 8100. There was no patient involvement reported.

Manufacturer narrative:
The customer reported problem was confirmed.

Event description:
The customer reported error code 260.4130 on their 8100. There was no patient involvement reported.